Event description:
It was reported that the patient presented to clinic for follow up, upon device interrogation it was noted that the right ventricular (rv) lead had no bipolar capture and decrease in bipolar sensing. Programming changes were made to restore normal parameters. Patient was stable.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was stable before and after the procedure.